Manufacturer narrative:
Additional information to include h6 (b) type of investigation 3331, 4121, and 4110, but there was no change to findings or conclusion.

Manufacturer narrative:
It was reported that the anesthesiologist came with concerns regarding the epidural catheters, having difficulty flushing medication through. Occurred during use, on an unknown date, with no reported injury. The catheter was removed from the patient and they were still unable to flush any fluid through the catheter. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Unable to flush epidural catheter.